Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An administrator/supervisor reported that during intraocular lens (iol) implantation procedure, at the time of activating the injector of the preloaded device, the plunger went to one side and below the lens. Consequently, the preloaded device was disassembled, and the iol was manually implanted without complications using a company cartridge and injector. Additional information was requested, but no further information is available.